Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, at the time of implant placement the thread that holds the bioraptor knotless anchor was not pre-assembled and upon impact the anchor broke into several fragments. Surgery resumed without any delay with a back-up device. No further complications were reported.

Event description:
It was reported that during a shoulder arthroscopy, at the time of implant placement the thread that holds of two bioraptor knotless anchor was not pre-assembled and upon impact the anchors broke into several fragments even though proper surgical technique was followed by the surgeon. Broken pieces were removed from the patient. Surgery resumed without any delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with some suture material partially installed. The distal tip of the actuator bar is bent and there is debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Corrected data: b1: product problem. H1: type of reportable event.